Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
The lower part of the handle has come off including the screw fell out while been used in a robotic colorectal procedure, outside of patient.

Event description:
The lower part of the handle has come off including the screw fell out while been used in a robotic colorectal procedure, outside of patient.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the distal handle (g00388) and shoulder screw (n00186) are loose and separate from the instrument. We are able to validate this complaint. Evaluation of the shoulder screw and surrounding area on the proximal handle (g00436m) shows that this instrument was properly staked during its manufacture. Per IFU l02425 r01 which was included with this instrument at time of manufacture "as screws may become loose during normal operation of an instrument, inspect before and after use in order to ensure proper function." We are unable to determine what caused the screw to become loose but mishandling and lack of proper maintenance at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.